Event description:
The site reported the following: a pt with an admitting diagnostics of aortic stenosis was undergoing a left heart catheterization procedure. The interventional cardiology mgr reported that air was injected into the left coronary system. The exact amount of air that was allegedly injected is unk; however, the manager reported that it was less than 10ccs. The pt developed bradycardia and became hypotensive. After being treated with unspecified medications, the pt was admitted to the intensive care unit and was reportedly doing fine. The manager indicated that this event was not due to the fault of the avanta injector. The pt was later discharged following valve surgery.

Manufacturer narrative:
The site declined a sys svc check of the avanta injector. In addition, the site did not retain the disposables that were in-use during the reported event. Additional applications training was offered to the site, but they declined.